Event description:
A surgeon reports that a patient is seeing light from above all the time especially at night and is also experiencing intermittent bluring of vision. The patient had an intraocular lens implant over one year ago in 2000. The association between this event and the intraocular lens is not known. More info has been requested.